Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the blue sureform 60 stapler reload and the sureform 60 stapler instrument associated with this complaint and completed failure analysis (fa) investigations. Per the investigation for the stapler instrument, fa confirmed, but did not replicate, the customer reported complaint, with the primary finding of a firing failure, based on a log review. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests and initialization. The instrument moved intuitively, with full range of motion in all directions. The jaws opened and closed properly, and the instrument clamped, fired, and unclamped without any issues. Partial fire log review details: procedure = gastric bypass (roux-en-y). # partial fires in procedure by inst = 1. Reload color installed = blue. Pf completion pct = 38.03. Firing number of pf by inst in procedure = 4. Overall firing number of pf in procedure = 4. Clamp history of inst in procedure with pf = 6. The following additional observations were not reported by the site and were not related to the customer reported complaint: the instrument was found to have failed the engagement test, based on a log review. The instrument was also found to have binding of the roll bushing. Friction was observed when manually rotating the main tube. However, no signs of corrosion were found on the roll bearing. Per the investigation of the reload, fa confirmed and replicated the customer reported complaint, with the primary finding of a firing failure. The reload was found to have a firing failure based on log review and during in-house inspection. The location where the knife stopped is consistent with the log review completion percentage. The following additional observations were not reported by the site and were related to the customer reported complaint: the reload was found to have cartridge damage along the knife track where the knife stopped. Potential fragments may be missing, having been shaved off by the knife blade. The reload was also found to have a dislodged knife blade. The knife blade was rotated approximately ninety degrees forward. This failure is typically attributed to mishandling/misuse. Per an advanced fa investigation, the reload was visually inspected, and the blade appeared to have stopped making forward progress about one-third of the way down the reload, which correlates with the ~38% completion percentage shown in the logs. The logs show that a blue reload was involved in the firing failure during the procedure. The max torque recorded during the firing was ~694 n, which suggests a large resistance during firing. The blade edge was observed to be angled down and into the left side of the knife slot. Upon disassembly, the cartridge damage was observed to start around the location of the first pusher, and it extended to the point where the knife edge became lodged. All fragments of the cartridge were found within the shuttle, and they would have been contained by the reload cover and by the stapler jaws during the procedure. The code detail was updated to remove the potential for fragments. Further inspection revealed that the knife was dislodged from the shuttle knife seat, however, it was still retained by the shuttle upon disassembly. The knife was observed to have a bent leg, as well. Additionally, the shuttle was found to be broken at the knife slot. Only the back edge of the knife slot was broken, which explains why the knife was retained by the shuttle. Fragments of the blue cartridge material were caught in the middle of the shuttle. The knife edge was examined and a minor indentation at the tip was observed, likely where the blade became lodged into the side of the cartridge, but not indicative of firing across an obstruction. The slot that the knife base rides along exhibited damage indicative of a downward force being applied to the top of the knife as the knife was moving forward. This evidence suggests that a high force was applied to the top of the knife during the firing, which likely caused the resulting damage to the shuttle, cartridge t-slot, and knife leg. Another reload, with no reported issue, was incidentally returned along with the stapler and reload associated with this complaint. An fa investigation was completed, despite no reported complaint against this part. The reload was returned in a fired state. All of the pushers were deployed, and no unformed staples were found. The blade was at the distal end, and it was not exposed. No cartridge damage was found. The following additional observation was not reported by the site: the reload was found to have mechanical indentation damage to the blade edge. This failure is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. A product has not been returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. An advanced review of the device logs was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show that the sureform 60 stapler instrument was installed on the system 8 times, and it fired 6 blue reloads. On the 1st install attempt, the instrument failed to engage with the system, and error was logged. The parameters of the error indicate that the roll hardstop check failed during the engagement sequence. The next 7 install attempts engaged successfully. On the 2nd install, no clamping or firing was attempted. On installs 3-5 , the first clamp was successful, and firing was completed, with no pauses for compression. On the 6th install, the system failed to detect the reload color, and the user manually selected the blue reload. The first clamp was successful, but it was followed by a firing failure, where the firing sequence stopped at ~38% completion. The maximum firing torque was measured at ~694 n, and the firing duration was ~13 seconds. On the 7th install, the system failed to detect the reload color, and the user manually selected the blue reload. The staple fires on installs 7 and 8 were completed, with no pauses for compression. The instrument was then removed and not used again for the remainder of the procedure. There were no other errors in the logs. Images associated with this reported event were submitted, and a review was conducted by an isi fae. Per the fae, in the first image, there is a sureform 60 stapler sitting in the lower tray of the packaging. It is loaded with a blue reload in the jaws. The second image shows a partially fired blue reload within the jaws of a sureform stapler. Staples can be seen protruding from the distal end that have been formed by the anvil from physical compression, but not deployed from their pushers. Deployed pushers can be seen at the surface of the reload at the proximal end of the jaws. The third image shows the underside of a blue reload with the cover on. The shuttle has been partially deployed and can be seen stopped at a point towards the proximal end of the reload, consistent with a firing failure. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, a partial fire occurred with the sureform 60 stapler which was installed with a blue reload. The surgeon used another blue reload and stapled the tissue again, which resulted in the unexpected removal of approximately 1 cm of the small intestine.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, while using a sureform 60 stapler instrument loaded with a blue sureform 60 stapler reload, the stapling was not performed, because the robot detected too thick tissue. Then, the robot re-compressed the tissue, and the stapler jammed after performing 1/4 of the stapling of the small intestine. Per the site, there is a risk of fistula due to poor stapling of tissue. Intuitive surgical, inc (isi) contacted the site, and the following additional information was obtained: the stapler and reload were not inspected before use. At the time of the event, the surgeon was using a blue reload, which was chosen as it was the suitable reload (thickness level) for stapling the small intestine. On the 4th staple fire, while stapling a section of the small intestine, a partial fire occurred ("the firing was interrupted"). There was no issue with tissue being pushed forward or dragged, and there was no issue with the jaws opening or releasing during the firing sequence. The reload did not deploy staples unexpectedly. Per the site, there were no malformed staples, no missing staples in the staple line, and no holes or gaps in the staple line. Neither the stapler nor the reload were stuck on the tissue, but the blade of the reload was exposed. The following error message was generated when the stapling issue occurred: "tissue too thick to continue. Press the blue pedal to declamp and consider changing the reload color." The surgeon did not encounter any obstruction, such as clips, staples, or other hard material between the instrument jaws. The surgeon did not staple over an existing staple line. No buttress material was used. The surgeon did not experience any clamping issues before initiating the stapler reload. No bleeding was observed on the staple line due to this issue. The tissue was not calcified nor exposed to radiation or chemotherapy, and there was no tissue tension or bunching. The stapler was in use for about 4 hours. As a result of this issue, about 1 cm of the small intestine was removed, "because the staple line (on the defective reload) that was made over a few millimeters could have cause a postoperative complication to the patient." Specifically, there is a "risk of fistula if the tissue is not stapled properly." However, the tissue removal still resulted in a successful, acceptable surgical outcome. The surgeon was able to complete the procedure with a back-up stapler and a back-up blue reload. Per the surgeon, the patient's overall health was not affected by this issue, because of an immediate change to a backup reload. The patient did not experience any post-operative complications, and the surgeon does not expect any long-term complications for the patient.